Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's right atrium leadless pacemaker (ralp) had dislodged post operation. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that the patient initially presented in clinic for follow-up. The right atrial leadless pacemaker (ralp) was found to have migrated to the pelvis area. The ralp exhibited failure to sense and failure to capture, as it was unable to be interrogated via conductive telemetry. As a result, the lp was retrieved and explanted with no replacement implanted.